Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025, it was reported that the user received an ¿unable to proceed¿ alert during a supply change, despite the pump¿s battery being over 50% and no supplies being loaded in the pump. The user was unable to continue with the process. A replacement ilet was arranged. Blood glucose was not affected.